Manufacturer narrative:
Datascope identified a software anomaly that affects the panorama telepack. If an ECG cable, which has been damaged due to the ingress of liquid or by mechanical trauma, is utilized with the telepack, it may cause the telepack to rapidly switch between the 3-lead and 5-lead input modes. During the switching process, the digital heart rate displayed at the panorama will be frozen, and subsequent arrhythmia alarms will not be announced. This scenario will occur only if all of the following conditions exist. A damaged ECG cable is utilized and, a 5-lead cable is being used and, the rl lead is disconnected from the patient. The anomaly can be corrected by attaching the rl lead to the patient, or removing the damaged ECG cable and replacing it with a new one. This scenario wil not be immediately obvious to the clinician viewing the data at the central station. In the event that this anomaly was to present, the potential risk to the patient is largely based upon the deactivation of the arrhythmia alarms. The lack of an alarm may lead to a delay in diagnosis and ultimately delay treatment. Datascope has initiated a voluntary field correction to address this issue. The customer will receive new software that addresses this anomaly as part of the field correction. The FDA district office is being notified. A correction reporting number has not yet been assigned.

Event description:
Datascope sales and clinical education representatives reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, they witnessed the patient tile for one patient switching from 1 lead ECG to 7 leads every 15 to 20 seconds. A 5-lead ECG cable was in use at the time. The ECG waveform and digital heartrate appeared to be normal. No other channels were affected. No patient injury was reported. Note: two new systems had just been installed. The company representatives were not sure which system was involved in the event.